Manufacturer narrative:
Block d2b: product code - additional product code qon. Block g4: premarket / 510(k) # - additional premarket/510(k) p190006.

Event description:
It was reported that the patient with this implantable neurostimulator struggled to receive adequate stimulation that provided satisfactory symptom relief. Attempts to reprogram and adjust stimulation were made; however, the patient was still unable to receive adequate stimulation that would provide symptom relief without foot arch contraction and twitching. Therefore, the tined lead was revised. No further patient complications were reported.